Event description:
The manufacturer received information alleging a patient with a philips CPAP device has passed away. There was no allegation that the device caused or contributed to the death. Additional information has been requested regarding the details of the reported death. The reporter did not provide a date of death. The reporter has requested a return label. The device has not returned to manufacturer.

Manufacturer narrative:
Upon review, the reported device did not contribute to the patient's death. This event does not meet the definition of a reportable event.